Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch verio flex meter was reading inaccurately high compared to another meter (onetouch flex). The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue began on (B)(6) 2017 at an unknown time. She reportedly obtained alleged glucose results of 208mg/dl on the subject meter compared to 185mg/dl on the other meter performed less than 30 minutes apart. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter's reading is erroneous as the comparison is not made to a calibrated reference method. The patient denied taking any medication to manage her diabetes and continued with her usual diabetes management routine in response to the alleged product issue. The patient reported that she developed the symptom of headache but was unable/unwilling to say when this took place. On (B)(6) 2017 the patient reported that she received hcp treatment of IV fluids in emergency room (ER). The patient was unable/unwilling to say if a result was obtained on another blood glucose device. During troubleshooting, it was established that the sample was taken from an approved site patient's test strips had been stored correctly and within their expiry date, the test strip vial was neither cracked nor broken and the meter was set to the correct unit of measure. The patient had used the correct control solution and correct testing steps. The cca walked the patient through a control solution retest and the result fell within lfs acceptable range. The patient's products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury adverse event after the alleged product issue began.